Event description:
It has been reported that AED was deployed. Subject was not resuscitated.

Manufacturer narrative:
(B)(4). Method: device internal memory and ECG from deployment reviewed. Conclusion: ECG review concludes that presenting rhythm was extreme bradycardia. (Non-shockable rhythm).